Event description:
This case was reported by a consumer and described the occurrence of asthmatic attack in pt who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) strip for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started polyethylene oxide + sodium carboxymethylcellulose. At an unknown time after starting polyethylene oxide + sodium carboxymethylcellulose, the pt experienced asthmatic attack. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the event was resolved. Manufacturer's comment: the MFR's report number for this case is 3004699328-2008-00002. Super poligrip comfort seal strips are manufactured in a foreign country and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.